Event description:
Info received indicates the foot of the bed is going up by itself.

Manufacturer narrative:
The technician isolated the issue to the pendant. He replaced the pendant to repair the bed.